Event description:
This unsolicited device case from (B)(6) was received on (B)(4) 2015 from a physician. This case involves an adult female pt who received treatment with synvisc one and later on developed synovitis and experienced increased body temperature. The patient's med history, past drugs, concomitant medications or concurrent conditions were not reported. On (B)(6) 2015, the pt initiated treatment with intra-articular synvisc one injection once (dose, indication, batch/lot number and expiry date was not provided) into her knee (unspecified). On an unk date in (B)(6) 2015, (1 week after synvisc one administration), the pt experienced knee oedema, pain in knee diagnosed as synovitis and increased body temperature. On an unk date in (B)(6) 2015, a punctuation had been performed showing atypical, semi-solid exudate with blood (exudate was described as with synvisc one being still in the knee). It was reported that corticosteroids were administered into the knee and nsaid's (unspecified) were also administered as corrective therapy. Corrective treatment: puncture, corticoids (unspecified) and nsaid's (unspecified). Outcome: recovering/resolving for synovitis and increased body temperature. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for synovitis.